Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had an absence of no delivery alarm. The blood glucose reading was 483 mg/dl. The customer stated that his infusion set had bent cannulas. Upon troubleshooting, it was found that the insulin pump passed the high pressure test and alarmed no delivery; the device was working as intended. Advised the customer to take a correction and contact his doctor about obtaining another infusion set. Nothing further reported.